Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use two onyx frontier coronary drug eluting stents to treat a lesion. It was reported that stent deformation occurred in vivo during positioning/advancement for the first device (onyxng25038ux). There was a stent malfunction of the strut. It was further reported that stent dislodgement also occurred during delivery to/at lesion. Resistance was not noted during withdrawal of the device, and excessive force was not used. The dislodged stent was removed with a snare. The second onyx frontier stent (onyxng25026ux) was then used. This device was inspected with no issues. It was reported that there was a stent malfunction of the strut. The stent was removed from the patient. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: lot number updated. It was later confirmed that the onyx frontier stent onyxng25026ux deformed and dislodged and that onyx frontier stent onyxng25038ux deformed only. Product analysis: the device was returned for evaluation. The dislodged stent was received for analysis. The delivery system was not received alongside the dislodged stent. Biological material was trapped in the stent. Stent was stretched and deformed. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.